Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. It was found that load cell was defective and a replacement was required. After replacing the defective part, the platform was further tested for 30 minutes with large resuscitation testing fixture, (lrtf) equivalent to (B)(6) patient and passed all functional testing criteria and met all required specifications. Visual inspection showed damaged front enclosure and a bent battery lock, unrelated to the reported complaint. Front enclosure and battery lock were replaced to address the issue. Review of the archive data indicated error messages (ua 07) on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4) reported on (B)(6) 2016. The load cell was replaced to address this complaint.

Event description:
It was reported that the autopulse platform (sn (B)(4)) was displaying error message user advisory 07 (discrepancy between load 1 and load 2 too large). No further information was provided. No known patient consequences reported.